Manufacturer narrative:
(B)(4). G2: foreign: germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the pad of the impactor instrument fractured while the positioning the femoral component. A back up device was used to complete the procedure without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay addtional information. The following sections have been updated: b4; b5; d2; d4; d9; g3; g4; h2; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned product/provided pictures identified the device and found it to exhibit signs of repeated use (nicked or gouged). All pieces have been returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined overload was identified as the mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.